Event description:
Information was received indicating that the extra dose button on smiths medical cadd-legacy duodopa ambulatory infusion pump was stuck and the patient received medicine for an hour. Per reporter a new pump was installed. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. The customer's reported issue could not be duplicated. No problems were found with the operation of the pump's extra dose key or keypad. The pump was tested and was found to be functioning properly and delivering within specification.